Event description:
The sales rep reported that the handpiece overheated. Follow-up with the customer indicates that this usually occurs when they are using a carbide bit (with the short peach-colored attachment) for hardware removals. Multiple requests have been made to gather additional information. However, no additional information has been provided. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The devices have been received. However, the product analysis has not yet been completed. Method: no testing methods performed. Result: results pending completion of evaluation. (B)(4).

Manufacturer narrative:
The device was returned and evaluated by the engineering team. The condition of the device showed no significant physical damages. Equipment used: test ipc console and straight attachment (provided by s <(>&<)>r). Temperatures measured 78.6°. Observations: the handpiece was connected to the console. It functioned and sounded normal. Based on the above observations the underlying cause cannot be determined based solely on the evaluation results. The unit was released to s<(>&<)>r for processing. There was no fault found with the device. The device was scrapped. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.